Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the insertion flexible tube coating damage, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the electrical pin connector corroded, the operation channel (primary) leak, the remote control buttons cut, the objective lens scratched, the distal body worn out, the segment steel braid rupture, the up pulley wire rupture, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).